Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4) has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences.  The complaint was deemed as MDR reportable therefore a submission will be performed.  Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place. This complaint will be closed at this time.

Event description:
It was reported that unspecified bd catheter cannula broke before use. The following information was provided by the initial reporter: for your knowledge, I have received complaints about insyte cal 24 with a broken cannula.